Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during arcr (arthroscopic rotator cuff repair) treating rotator cuff tear of shoulder 2 anchors broke when the surgeon inserted them. After that, another surgeon who was particularly used to handling the anchors inserted new 2 anchors at slightly adducted angle, but these anchors broke, too. The sales rep judged that these absorbable anchors were fragile due to the increased temperature because the anchors were inserted into the bone and the tips of the anchors were cracked at the same time. Four devices were returned to mitek for evaluation in the same bag. They do not come with label or with a lot number. Mitek then conducted visual inspection of device received. The first device was received and evaluated. Visual observation revelated that the anchor was broken from the distal part and was not in place; therefore, this complaint can be confirmed. Also, the suture and the cover handle was not received along the device. A manufacturing record evaluation was performed for the finished device lot number:7l66463, and no nonconformances were identified. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. When hard bone is encountered, it is recommended to use an awl, drill, or similar instrument. Insert the distal tip of the appropriate awl/tap into the pre­drilled hole until the threads are flush with the bone. Rotate the awl/tap in a clockwise direction until the laser line is flush with the bone. Rotate the awl/tap in a counter­clockwise direction to remove. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. H10 correction narrative: h6. Medical device problem code has has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the anchor on the 4.5 healix advance br3sut w/oc device broke upon insertion. There were no fragments of the broken anchors left in the body. Another like device was used to complete the procedure within 30 minutes of delay. There were no adverse patient consequences reported. No additional information was provided.